Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 03/29/2026, it was reported that the patient was hospitalized for 1 week. The bg reading and the cgm g7 monitor were always 50 to 76 points out of the range. There were no specific values reported. There was no possibility to obtain additional information regarding the event, and although it remained unclear how the inaccuracy may have contributed to the hospitalization, the case was conservatively assessed as a serious adverse event. No other details were documented. It has been reported that there was a difference in readings of 50 to 76 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.